Manufacturer narrative:
The pod was received with cannula not visible outside. But when the top housing was opened, the needle/cannula got deployed. During investigation, the bottom housing window exit was found to be damaged, indicating that the needle was pushing against the bottom housing when it got deployed. So, it could be confirmed that the cannula sub-assembly was not properly inserted into the environmental seal at the bottom housing window during manufacturing process.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17.  Changing your pod:   chapter 3 / pages 33;  warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.